Event description:
It was reported the customer's probe has 2 darkened v areas that show up across the image when using the probe and also the image quality is poor after issues developed. Cord that goes into the probe itself has came out and is held together with tape. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.